Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window. No crack was noted on the display window or glass.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that insulin pump alarmed button error. Customer stated that she noticed a hairline crack at the upper right-hand corner of the screen. The blood glucose reading was 212 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was unable to clear the alarm. Advised discontinuation of the insulin pump. Nothing further reported.